Manufacturer narrative:
B3: event date unknown one device was returned for evaluation. Visual inspection revealed the left plunger case broken and assembly inside the plunger head was wrong. Review of the event history logs confirmed a forse sensor test error. Functional testing was performed and the reported issue was replicated. The root cause was determined to be the broken left plunger case and incorrect assembly of the plunger head. All plastic parts of the plunger head were replaced and disassemble and assemble procedure was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.